Manufacturer narrative:
A lot history review (lhr) is not possible. The manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer at this time for eval.

Event description:
On (B)(6) 2014: (B)(6) 2013, the catheter was placed via the left subclavian vein for tpn. On (B)(6) 2014, when flushing the catheter with saline, the pt complained of a pain. The doctor removed the catheter and found a leakage at about 2 cm distal to the cuff. The doctor had used ethanol as a lock solution, and was considering the possibility of deterioration due to ethanol. (B)(4) observation: received the complaint sample. Confirmed a crack about 3 cm from the cuff on the catheter.